Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pairing process would not end. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver functional test was performed and passed. A review of the receiver download was performed and the pairing process would not end was not found within the investigation window. The allegation was not confirmed. The probable could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of the pairing process would not end is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.